Manufacturer narrative:
This is one of four reports being submitted for this case. Please reference manufacturer report no. 2015691-2017-00346, 2015691-2017-00347, 2015691-2017-00348. Reference: bjursten, henrik, et al. "The safety of introducing a new generation tavr device: one departments experience from introducing a second generation repositionable tavr." Bmc cardiovascular disorders 17.1 (2017): 25.

Manufacturer narrative:
This report represents the reported three (3) ppm implantations. Additional details of these events are not available, including type of conduction disorder and time of the event. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is insufficient information to confirm the cause of the reported event. It is unknown if these patients have pre-existing conduction system disorders and if the ppm was implanted within 30 days of the tavr procedure. It is possible that a conduction system disturbance was caused by the mechanism explained in the technical summary mentioned above. In this case, the physician declined edwards request for additional information for this article. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The journal published a swedish single-center retrospective study of all transfemoral tavr performed from (B)(6) 2012 to (B)(6) 2014 were compared for short-term outcome according to varc-2 definitions and 1-year survival. The aim of this study was to evaluate whether changing from a first-generation valve to a second-generation valve could be performed safely without affecting outcome for the patients. A total of 100 patients were included in this study, where 47 received the edwards sapien valve (40 sapien xt and 7 sapien 3 valves). The following events occurred in the sapien group during the study period: 3 permanent pacemaker (ppm) implantation, 5 life-threatening bleeding, 3 major vascular complications, and 1 annular rupture. The patient that suffered the aortic annular rupture was converted to open heart surgery but could not be saved. The author declined to provide additional information.